Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000180, lot #: unknown, ubd: unknown, UDI #: unknown. Product ID: bi71000442, lot #: unknown, ubd: unknown, UDI #: unknown. Product ID: bi71000443, lot #: unknown, ubd: unknown, UDI #: unknown. A medtronic representative visited the site to evaluate the equipment. The rep replaced the gantry motion controller because the door was not opening smoothly and the controller was rebooting. When the gantry controller was replaced, the positioner controller had issues moving in the x and y directions. The rep ordered and replaced the motion interface, the positioner controller and the gantry controller. The rep loaded the firmware and homed the system. It was confirmed that all motion controllers were moving correctly. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that that when the local representative (fse) replaced the gantry motion controller, the system was able to open and close the door, but then was having other motion issues. When the fse went to calibrate home by holding m after flashing firmware, the gantry would go up, but not come back down. The gantry would extend, but then would not come back in the x-direction. This was reported outside of a procedure. There was no patient involved.